Manufacturer narrative:
A2 - age at time of event: 81 years old at the time of study enrollment. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2025, the subject was enrolled into clinical study, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 4.8 mm reference vessel diameter, 80 mm length and 99 % stenosis with no calcification. Pre-dilatation was performed using 4.5 mm x 40 mm balloon with residual stenosis of 10 %. The target lesion was treated with 5 mm x 100 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 0 %. Post procedure, the subject was advised to continue ongoing anti-coagulant medication therapy. On (B)(6) 2025, the subject presented for protocol required 6 month follow up visit and underwent avf evaluation which revealed decreased blood flow indicating av access dysfunction. On the same day, duplex ultrasound or angiography performed revealed target diameter stenosis greater than 50% stenosis in left arm anastomosis. Avf functional assessment revealed flow volume (fv) of 417 ml/min, resistance index (ri) of 0.65, systolic blood pressure of 119 mmhg, and diastolic blood pressure of 68 mmhg. Based on the above finding, the subject was diagnosed with target lesion stenosis and at the time of event, the subject was on anticoagulant medication. On the same day, 167 days post index procedure, 75% stenosis noted in left arm anastomosis with 80 mm lesion length was treated by percutaneous intervention with poba and the final residual stenosis was noted to be 0 %. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in anastomosis, with 5.2 mm reference vessel diameter, 85.46 mm length, and 80.77 % diameter stenosis. Post test device usage, the diameter stenosis was noted to be 26.53 %. No complications were noted after pre-dilatation and test device usage. On the same day, the outcome of the event was considered as resolved.

Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2025, the subject was enrolled into clinical study, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 4.8 mm reference vessel diameter, 80 mm length and 99 % stenosis with no calcification. Pre-dilatation was performed using 4.5 mm x 40 mm balloon with residual stenosis of 10 %. The target lesion was treated with 5 mm x 100 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 0 %. Post procedure, the subject was advised to continue ongoing anti-coagulant medication therapy. On (B)(6) 2025, the subject presented for protocol required 6 month follow up visit and underwent avf evaluation which revealed decreased blood flow indicating av access dysfunction. On the same day, duplex ultrasound or angiography performed revealed target diameter stenosis greater than 50% stenosis in left arm anastomosis. Avf functional assessment revealed flow volume (fv) of 417 ml/min, resistance index (ri) of 0.65, systolic blood pressure of 119 mmhg, and diastolic blood pressure of 68 mmhg. Based on the above finding, the subject was diagnosed with target lesion stenosis and at the time of event, the subject was on anticoagulant medication. On the same day, 167 days post index procedure, 75% stenosis noted in left arm anastomosis with 80 mm lesion length was treated by percutaneous intervention with poba and the final residual stenosis was noted to be 0 %. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in anastomosis, with 5.2 mm reference vessel diameter, 85.46 mm length, and 80.77 % diameter stenosis. Post test device usage, the diameter stenosis was noted to be 26.53 %. No complications were noted after pre-dilatation and test device usage. On the same day, the outcome of the event was considered as resolved.

Manufacturer narrative:
A2 - age at time of event: 81 years old at the time of study enrollment. A4 - weight: added. E1 - initial reporter phone: (B)(6).

Manufacturer narrative:
A2: age at time of event: 81 years old at the time of study enrollment. (B)(6). E1: initial reporter email: added.

Event description:
It was reported that restenosis occurred requiring additional intervention. On (B)(6) 2025, the subject was enrolled into clinical study, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm anastomosis with 4.8 mm reference vessel diameter, 80 mm length and 99 % stenosis with no calcification. Pre-dilatation was performed using 4.5 mm x 40 mm balloon with residual stenosis of 10 %. The target lesion was treated with 5 mm x 100 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 0 %. Post procedure, the subject was advised to continue ongoing anti-coagulant medication therapy. On (B)(6) 2025, the subject presented for protocol required 6 month follow up visit and underwent avf evaluation which revealed decreased blood flow indicating av access dysfunction. On the same day, duplex ultrasound or angiography performed revealed target diameter stenosis greater than 50% stenosis in left arm anastomosis. Avf functional assessment revealed flow volume (fv) of 417 ml/min, resistance index (ri) of 0.65, systolic blood pressure of 119 mmhg, and diastolic blood pressure of 68 mmhg. Based on the above finding, the subject was diagnosed with target lesion stenosis and at the time of event, the subject was on anticoagulant medication. On the same day, 167 days post index procedure, 75% stenosis noted in left arm anastomosis with 80 mm lesion length was treated by percutaneous intervention with poba and the final residual stenosis was noted to be 0 %. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in anastomosis, with 5.2 mm reference vessel diameter, 85.46 mm length, and 80.77 % diameter stenosis. Post test device usage, the diameter stenosis was noted to be 26.53 %. No complications were noted after pre-dilatation and test device usage. On the same day, the outcome of the event was considered as resolved.